Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
The unit was sent to the local service center as it was going off program. Upon triage on (B)(6) 2015, service found that there was burn damage to the outside of the pump from the battery. The battery door was installed and closed with the battery cable outside of the pump therefore, pinching the cable causing it to short. This resulted in burn damage to the back of the housing. Battery was not returned with the pump.

Manufacturer narrative:
An investigation for kangaroo epump was performed for the reported condition of burn damage to the outside of the pump from the unit¿s battery. The unit was triaged and the complaint was confirmed. The unit was found that the unit¿s battery door was installed and closed with the battery cable outside of the pump. Therefore, the cable was pinched causing it to short, which resulted in burn damage to the back of the unit¿s housing. The unit was repaired and returned to stock. Kangaroo epump was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications.